Event description:
During a lap band procedure, the miseal did not seal short gastric vessels and the surgery was prolonged by 40 minutes. No pt info was provided.

Manufacturer narrative:
The miseal handpiece was not returned in a timely manner, therefore no investigation could be conducted.